Manufacturer narrative:
Lifescan has requested the return of the subjec meter and strips for evaluation, but has not yet recieved them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will informa FDA of the results in a supplemental report.

Event description:
On july 25, 2006, the lay user/patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately high compared to his feelings/normal readings. On four days earlier, he reported obtaining a 299 mg/dl in the morning, while experiencing no symptoms. He administered 44 units of n insulin and 5 units of regular insulin based on the blood glucose result. He later developed symptoms such as sweating and felling ligh-headed. Since he did not have his meter, he decided to eat something to help his low blood glucose symptoms. He reported feeling better right away. No medical attention was required. Prior to calling lfs, he obtained a 237 mg/dl on the reported meter, while experiencing no symptoms. Within 5 minutes time, he tested on his one touch basic meter and obtained a 170 mg/dl. Between the tests, there was no intervention that would be expected to change to blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds life scan's criteria for accuracy. Due to what occurred on event day, he decided to administer only 44 units of n insulin. The customer care adocate (cca) verified that the patient had been using the correct testing technique. The unit of measurement and calibration code were set correctly. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca was unable to complete quality control testing, as the patient did not have control solution. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient administered regular insulin based on the reported meter result, and developed symptoms that suggest he was hypoglycemic.